Manufacturer narrative:
Review of the provided (dated of 18 january 2023) patient file confirmed the temporary reported absence of egm on ventricular lead during and after the use of electrocautery : - at 13h48, egm was recorded - at 14h45 (presumed start of electrocautery) and at 15h15, the egm is flat as noticed by the physician. - at 15h46, the device is in ooo mode, and the device senses and detects egm. - at 15h47, during the threshold test, the device is in vvi mode and behaves normally. - the absence of sensing is explained by activation of sensing circuitry protection due to polarization of the can induced by the electrocautery. In order to protect the sensing circuitry of the device when exposed to a high voltage emi source, a self-protection mechanism of the device may (as per specifications) open and close the device¿s ¿emi switches¿ every 125 ms (i.e. At a frequency of 8 hz). When the emi switches are open, the pacemaker case is isolated from the circuit and the charges cannot be evacuated from the can. - as specified, the device closes the emi switches every 125 ms (i.e. At a frequency of 8 hz), leading to the (partial) dissipation of the electrical charges previously accumulated. - emi switches open and close until the accumulated electrical charges are dissipated, and high voltage emi is no longer detected. This can take up to 40 minutes when leads are in bipolar. - once the environment has dissipated the electrical charges, the device self-protecting mechanism closes the switches protecting the sensing amplifier circuitry and normal pacemaker (sensing) operation is restored. - programming the pacing configuration to unipolar may help to discharge the environment more rapidly in case of exposure to strong emi. - indeed, electrocautery procedure is a well-known source of emi, and this is adequately described in the ifus. The device implant manual mentions precautions to be taken regarding the use of electrocautery on a pacemaker-implanted patient.

Event description:
Reportedly, during major neck orthopedic surgery performed on (B)(6) 2023, a flat egm was displayed shortly after starting the use of electrocautery. The patient had intrinsic rhythms.

Event description:
Reportedly, during major neck orthopedic surgery performed on (B)(6) 2023, a flat egm was displayed shortly after starting the use of electrocautery. The patient had intrinsic rhythms.